Event description:
Customer reported the system is displaying the low ma and ma sensor errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage supply regulator and performed generator and filament calibrations. System operates as intended. This MDR is related to ge healthcare complaint.